Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage(bathroom).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 187 to 500mg/dl. The customer's expected fasting blood glucose test result range is 187 to 500 m/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification customer stores the product in the bathroom. The test strip open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Since the customer stores the product (meter and test strips) in the bathroom,customer was educated of the product proper storages environmental conditions.